Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section g2 was corrected to additionally indicate that the reporter is a healthcare professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, and h10. Customer follows correct reprocessing procedure as per olympus training and instructions for use (IFU); however, in this case, the device could not be fully reprocessed (including brushing) due to leakage issue identified during reprocessing. The device was only pre-cleaned due to leakage issue prior to being returned to olympus.

Event description:
Addendum apr 25, 2023: the customer reported event of leakage occurred during reprocessing.

Event description:
Customer returned the device for evaluation and repair of issues of leakage from the connecting tube, connecting tube has wrinkles and cut, bending tube is deformed, angulation is low, and distal end and objective lens have scratches. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the nozzle was clogged with foreign material. The identity of the foreign material could not be determined, but the material is yellowish-brown in color. The distal end rubber coating (a-rubber) was found to be dirty. These issues are attributed to failure to clean adequately. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the reportable issues of presence of foreign material found in the nozzle and dirty a-rubber as observed during device evaluation.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the nozzle was clogged with foreign material. The identity of the foreign material could not be determined, but the material is yellowish-brown in color. The distal end rubber coating (a-rubber) was found to be dirty. This is attributed to failure to clean adequately. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device: due to buckling of connecting tube, water tightness is lost; distal end cover (c-cover) has a dent; connecting tube has a buckling; scope cover has a scratch; suction cylinder is shaved; forceps channel port is shaved; control unit has a scratch; right/left knob has discoloration; up/down knob has discoloration; light guide (lg) connector has discoloration; bending tube is deformed; due to wear of angle wire, bending angle in up/down/left/right (u/d/r/l ) direction does not meet the standard value; due to wear of angle wire, the play of u/d/r/l knob is out of the standard value; protector on the control section side of universal cord is shaved; universal cord has discoloration; and grip, video connector, video connector case, and lg connector have a scratch. The user¿s complaints were confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.